Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient was certain the neurostimulator in the back had become dislodged from the pocket and was ¿on the move.¿ it was noted that there was lots of swelling and discomfort and that the patient could visually see the difference and feel the difference in its location. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.